Manufacturer narrative:
H.6. Investigation summary: customer reporting error 21220 (444165/ (B)(6)): the same organism ID for isolate number 3 assigned to sample x collected on (B)(6) 2023 10was isolated from the same patient on (B)(6) 2023 for sample y. The problem was resolved independently by the customer by correcting the association. This is not a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of august. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd epicenter¿ single user software, misassociated data of one sample. No patient impact reported. The following information was provided by the initial reporter: "error 21220: the same organism ID for isolate number 3 assigned to sample x collected on (B)(6) 2023 was isolated from the same patient on (B)(6) 2023 for sample y. The test has already been reported."

Event description:
It was reported that while using bd epicenter¿ single user software, misassociated data of one sample. No patient impact reported. The following information was provided by the initial reporter: "error 21220: the same organism ID for isolate number 3 assigned to sample x collected on (B)(6) 2023 was isolated from the same patient on (B)(6) 2023 for sample y. The test has already been reported."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.